Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not prime with albumin. The reporter stated that they were able to spike the bottle; however, when the roller clamp was opened the device did not flow. The reporter indicated that they had not fully engaged the dual septum of the set while spiking. There was no patient involvement. No additional information is available.